Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump display went black despite changing batteries to resolve the issue. The blood glucose reading was 162 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with currents within specification. No display anomaly was noted during our testing. The pump passed the self test, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.